Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer tried using a different wall adapter and charging cable, but the issue persisted. Technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. The customer was guided on how to put the pump into storage mode and was instructed to return the malfunctioning pump using a pre-paid label.